Manufacturer narrative:
The service engineer (se) inspected the device and replaced the pressure solenoid (psol) valve. The se performed calibrations and extended self-testing on the device and all tests passed product analysis: a psol was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; functionality testing was performed and no errors were found in the ventilator diagnostic logs. During testing ventilator failed est and a noise was heard from the psol. The psol was inspected and found that the lock nut and seat carrier were loose and easily untightened. An investigation was performed and the product analysis technician reported that the reported issue was confirmed; however no root cause could be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed extended self test (est). The ventilator was not on a patient at the time of the reported event.